Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-aug-2015, UDI#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2020, it was reported that the patient was having "a lot of pain" and the patient's managing physician indicated that the pump therapy was not helping the patient. The patient started working with a different physician who checked the catheter and determined that it was occluded. According to the patient, they were told that the "stuff" inside the catheter looked like "pudding". The catheter ultimately had to be replaced.